Manufacturer narrative:
The device was returned for analysis. The reported difficulty with the foot was confirmed due to biological material observed in the foot/ guide area; however, the foot was able to function as expected after decontamination. The reported ¿no suture seen when the plunger was removed¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no suture seen when the plunger was removed. The feet were partially open when the device was removed. No tissue damage was evident. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.